Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and learned through the investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 years, 2 months due to critical valve stenosis with mean gradient of 82 mmhg. The patient presented with symptoms of heart failure. The explanted valve was replaced with a 23mm 11500a valve. Per records provided, there was severe rv dysfunction. Cardiac cath revelated native lad disease. The patient underwent redo sternotomy, redo avr with 23mm 11500a inspiris resilia aortic valve and aortic root enlargement with pericardial patch. Tee on 9/3 demonstrated an ef mean 14mmhg. His postoperative course was complicated by aki and ble venous stasis with retention keratosis. He was seen by a dermatologist and treated. He was discharged on pod#13 in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
Per records provided, the patient presented with worsening sob and doe for the past 2-3 weeks and was admitted for acute decompensated heart failure. Tee revealed severely dilated la, mildly reduced ef, and decreased mobility of the bioprosthetic valve leaflets accompanied by elevated peak and mean gradients of 63 mmhg and 39.8 mmhg respectively. The patient underwent avr utilizing a 23mm 11500a inspiris resilia aortic valve along with sinus enlargement using bovine pericardial patch. Intraoperatively, the previously implanted valve was shown to be severely degenerative and at a high position in the root, approximately a few millimeters below the left main coronary artery. The valve was explanted, and the annulus was sized to 23mm. The new valve was parachuted into position and sutures were secured with corknot. The patient was weaned from cpb without difficulty. The patient tolerated the procedure well with no complications. Postoperatively, the patient was taken to the ICU intubated and hemodynamically stable. He was eventually discharged on pod#13 in stable condition.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including t2dm, cad, CABG. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Attempts have been made to obtain product for evaluation. No device was returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: h6 (type of investigation) h11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (investigation findings, investigation conclusions) stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Attempts have been made to obtain product for evaluation. No device was returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.